Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps, the insulation cable was noted to be compromised with 4x magnification. There was no report of patient involvement or patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the insulation of the conductor wire was compromised, exposing the internal wire. There is no report of fragments falling into the patient's anatomy.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have a broken conductor wire. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Probable root cause of broken instrument conductor wire is attributed to when the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductors wire out of the routing groove.